Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient complained of left side radicular pain following the initial procedure. The surgeon determined that the caudal positioned implant was impinging on the s2 neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he pulled back the caudal positioned implant a few millimeters to relieve the impingement. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms have partially resolved following the revision procedure.